Event description:
Customer complains that unit is ventilating pt with excessive pressure, unit is pressure limiting. Pt was not injured. Staff removed vent from pt and placed pt on another ventilator.